Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra meter was displaying the error 2 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred (3 days prior to call to lfs). She also mentioned that after the reported issue began, she allegedly felt thirsty and had frequent urination. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct. It was determined that the error2 occurred when inserting pressing the power button. The pt was asked to press the power button and the error2 appeared. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. The pt did not receive any medical attention. Replacement products were sent to the lay/user pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.